Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: surg endosc (2011); 25:s327 (p516). (B)(4).

Event description:
It was reported in a journal article with title: abdominal wall reconstruction with ramirez component separation for a recurrent incisional hernia: lucky on thirteenth attempt! A (B)(6) year old female patient first presented to a general surgical outpatient department in september 1995 then aged 44 years, with a large incisional hernia. Between the years of 1995 and 2004, the patient had multiple incisional hernia repairs for recurrences, despite using various meshes- including prolene mesh (ethicon). On (B)(6) 2009, examination of the patient revealed a wide separation of the rectus abdominis muscles and loss of substance of this muscle on the right side. These findings were confirmed on CT scan. On (B)(6) 2009, the patient underwent an elective surgery. The rectus sheath closure was reinforced with an onlay prolene mesh (ethicon). Reported complication included serous fluid drainage from the drains. In conclusion, an experienced surgical team, patient counseling and pre-operative optimization, physiotherapy and wound care team are essential for optimal results in the repair of large complex hernias.